Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? ---yes. Was the sales rep present during the surgeons first few cases to insure the instrument was used in accordance with the IFU? ---yes. Was the rep present for this case? ---yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? ---2nd. What color (blue/gold/green) was selected on the selectable staple height selector before firing? ---blue. Was the cartridge loaded with the retaining cap on? ---no information. Was there an attempt to load the cartridge proximal end first (like en endocutter)? ---no information. Did anyone move the firing knob to the left or right after loading the device but before firing? ---no information. Was buttressing material utilized? ---no if so, which product? Was the instrument fired across or near an existing staple line or clip? ---yes. Were any unexpected noises heard? If so, when? ---no information. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no information. Was there any difficulty removing the device from the tissue? ---no. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? ---malformed staple. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? ---no information. Was a leak test completed? ---no information. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? ---yes. If the device locked out, did it lock out on tissue or prior to use on tissue? ---n/a. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? If yes, what did it show? ---no information. Was the firing to close an ostomy? ---no if so, which firing. Is a pathology specimen available? ---no information. Was another stapling device involved? (I.e., cdh, tl, tx, etc.) ---no information. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? ---no information. How long has the surgeon been using this device for this procedure? ---no information. What predicate device was used by the surgeon? ---no information. Was there a recent conversion to ees devices in this account or with this surgeon? ---no information. Where was the location of the malformed staples distal, proximal or in the middle of the staple line? ---no information. Where the malforms on the line closest to the cut line or in all of the rows? ---closest to the cut line. Where the staple legs unformed or did they have irregular shapes? ---unformed. The manufacturing records were reviewed and no anomalies were found. The complaint could not be confirmed because no device was returned for analysis.

Event description:
It was reported that during an open transverse colectomy, staples closest to the cut line of the patient side were unformed at the second firing of the functional end to end anastomosis to close the insertion slots of the device. The staple height was blue. The device held the target tissue for 15 seconds before and after the firing. The device could be fired at the first firing without problems. Reinforcement material was not used. The procedure was completed by cutting the problem tissue and suturing additionally. There were no adverse consequences to the patient. No device will be returning.